Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unexpected upstream occlusion two times during preventative maintenance. This occurred while using a baxter administration set with no check valves. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H3, h6 and h10: the device was received for evaluation. During functional testing, the device did not reproduced an upstream occlusion. A review of the event history log revealed upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification upstream sensor reading. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.